Event description:
The pump refill port was more prominent. During the most recent refill, it seemed to stick out more than it had ever before. The physician wondered if the refill port had become dislodged or loosened during the fill. The patient had no signs or symptoms. Coincidentally, the patient had been previously scheduled for a pump replacement the next day. The physician had decided months before that a programmable device would be better suited for the patient. The pump was replaced. There was reported to be no patient injury. The patient recovered without sequela. The drug being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.